Event description:
Information was received from a patient who was implanted with a neurostimulator indication urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. She also experienced discomfort and had to turn stimulation off previously because it was so uncomfortable in 2015, previous occurrence of uncomfortable stimulation. Additional information was received from a patient. It was reported it was not helping their condition and they also got a urinary tract infection (uti) which required them to go to the hospital. This mechanism may also have caused the infection. The discomfort had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the circumstances that led to the discomfort in 2015 was that their device was not helping their condition and that they got a urinary infection and needed to go to the hospital. It was reported that their device may had caused the infection. The patient¿s discomfort was reportedly not resolved. Consumer reported that around (B)(6) 2016 they developed concerns with their right ankle. They had an operation on (B)(6) 2016 due to their stimulator they could not get an MRI and were limited to x rays. Consumer reported ¿it continued to hurt especially in a sitting position.¿ no further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the placed monitor bothered them more frequently and they were unable to lean on it. Because of the MRI they got at the hospital for their sarcoma, it interfered.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.